Event description:
Customer reportedly tested 285mg/dl on his device while the dr's device read 122mg/dl at the same time. No action was taken based on device result. No treatment received and no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.